Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was found unconscious and was transferred to intensive care in a hospital for a severe hypoglycemic event. The doctor's hypothesized that too much insulin could have been injected as a result of a potential malfunction with the insulin pump. The customer was in intensive care unit because of dyspnea needing incubation, then returned to the reeducation center with oxygen support. The customer was under gastric probe and was still unconscious. The device was not returned.